Event description:
It was reported the customer received a button error alarm on their insulin pump. It was also found the customer's numbers were ramping up while entering their blood glucose, carbohydrates, and during an attempted bolus. Customer's blood glucose was 9.3 mmol/l. The customer stated they had replaced the battery, but the problem persists. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.